Event description:
This was a routine poly swap to provide more stability. After an office visit with the surgeon, it was determined that the patient could be have increased stability if a thicker poly insert was implanted. 67 yr old male.

Manufacturer narrative:
Complaint has been evaluated and is similar to report number (B)(4)_1644408-2022-01798; 346-10-755, s814 - stability, poor joint, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.